Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer did not receive a replace battery alert or replace battery now without a low battery warning. The customer¿s blood glucose was 200mg/dl at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer states the battery was not previously used. Customer was advised to monitor the pump & call back if issue persist. The insulin pump will not be returned for analysis.